Event description:
It was reported that the implantable neurostimulator (ins) site was red. The patient was not sure exactly when they noticed the issue because it was hard to see the site of the ins. The therapy was fine, but the site was red and no other symptoms were reported. The patient did not know if it was infected. The patient¿s health care provider (hcp) didn¿t say that, but placed the patient on oral bactrim 3 days ago. The site had mild redness. No troubleshooting was done to provide insight to the issue and the action taken to resolve the event was that the patient was started on antibiotics. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment.

Event description:
Additional information received from the consumer reported that the patient had an infection at the ins and lead locations. The patient had redness and drainage. The infection was confirmed and the patient had a history of (B)(6). Explant of the complete system took place on (B)(6) 2015. The patient was given oral antibiotics. The patient would have an appointment next week and was told it would take 6 to 8 weeks to heal. The patient planned on being reimplanted. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0smz5, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).